Manufacturer narrative:
Anti-backup and feeder. Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was cycled and would not feed the clips due to a disengaged feedbar. The anti-backup was noted to be non-functional. However, the instrument jaws pen and close as intended. The batch record was reviewed and no anomalies were noted during the mfg process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, the complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a node disection procedure, the device would not open. There was no adverse pt consequence.